Event description:
Edwards received notification that a patient with a valve model 7300tfx27 implanted in the mitral position was explanted after an implant duration of 2 years due to pannus leading to stenosis. The patient presented with angina pectoris. A non-edwards valve was successfully implanted in replacement. [(B)(6) 2021] as reported, the patient also had an aortic valve model 3300tfx23mm implanted presenting with high gradients due to pannus. The patient presented with peak gradient of 28 mmhg and mean gradient of 15 mmhg before the mvr was performed. The patient presented with peak gradient of 53 mmhg and mean gradient of 33 mmhg after the surgery. There was no intervention performed or planned on the aortic valve. The patient will have echocardiographic follow-up every six months [2021-14709-02]. The patient underwent a tricuspid valve repair concomitantly due to severe tricuspid insufficiency but no prosthesis was implanted. As reported, the patient was full anticoagulated with xarelto for af. The product was returned for evaluation. As per product evaluation results, customer reports of pannus and stenosis were confirmed through observed host tissue overgrowth. Heavy host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 6mm on leaflet 2 at the outflow aspect and 7mm on leaflet 1 at the inflow aspect. Host tissue on the stent circumference was moderate to heavy at the inflow and outflow aspects. Host tissue fused leaflets 1 and 3 by approximately 4mm at commissure 1 and leaflets 2 and 3 by approximately 3mm at commissure 3 on the outflow aspect. Host tissue overgrowth restricted mobility of the remaining leaflets and led to stenosis.

Manufacturer narrative:
Pannus overgrowth, or host tissue, is considered to be a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. Pannus can have both beneficial and harmful effects depending on the amount of growth. A small amount of host tissue growth over the suture line is needed to form a non-thrombogenic surface and complete the healing process after valve implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients, and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation. Host fibrous (pannus) tissue growth is not a malfunction of the device.

Manufacturer narrative:
H10: additional manufacturer narrative: updated: b4, b5, d4, g3, g6, h2, h4, h6, h10. Pannus overgrowth, or host tissue, is considered to be a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. Pannus can have both beneficial and harmful effects depending on the amount of growth. A small amount of host tissue growth over the suture line is needed to form a non-thrombogenic surface and complete the healing process after valve implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients, and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. The root cause of this event cannot be determined with the available information. However, this event was most likely impacted by the progression of the patient's underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction.

Event description:
Edwards received notification that a patient with a valve model 7300tfx27 implanted in the mitral position was explanted after an implant duration of 2 years due to pannus leading to stenosis. The patient presented with angina pectoris. A non-edwards valve was successfully implanted in replacement. [(B)(6)] as reported, the patient also had an aortic valve model 3300tfx23mm implanted presenting with an elevated gradient of 40mmhg. There was no intervention performed on the aortic valve. [(B)(6)] the patient underwent a tricuspid valve repair concomitantly due to severe tricuspid insufficiency but no prosthesis was implanted.

Manufacturer narrative:
Customer reports of pannus and stenosis were confirmed through observed host tissue overgrowth. X-ray demonstrated wireform intact. Heavy host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 6mm on leaflet 2 at the outflow aspect and 7mm on leaflet 1 at the inflow aspect. Host tissue on the stent circumference was moderate to heavy at the inflow and outflow aspects. Host tissue fused leaflets 1 and 3 by approximately 4mm at commissure 1 and leaflets 2 and 3 by approximately 3mm at commissure 3 on the outflow aspect. Host tissue overgrowth restricted mobility of the remaining leaflets and led to stenosis. As received, all three leaflets had cuts of approximately 8mm x 9mm on leaflet 1, 7mm x 9mm on leaflet 2, and 10mm x 12mm on leaflet 3. The cuts had a smooth and straight edge. Cut out fragments were not returned. Sewing cloth and silicone of sewing ring had multiple cuts around the valve, cut off sewing ring fragment was returned and appeared to match. Metal band was exposed at leaflet 1 on the inflow aspect. Suture threads remained attached to the sewing ring around the valve.

Event description:
Edwards received notification that a patient with a valve model 7300tfx27 implanted in the mitral position was explanted after an implant duration of 2 years due to pannus leading to stenosis. The patient presented with angina pectoris. A non-edwards valve was successfully implanted in replacement. [(B)(4)]. As reported, the patient also had an aortic valve model 3300tfx23mm implanted presenting with an elevated gradient of 40mmhg. There was no intervention performed on the aortic valve. [(B)(4)]. The patient underwent a tricuspid valve repair concomitantly due to severe tricuspid insufficiency but no prosthesis was implanted. The product was returned for evaluation. As per product evaluation results, customer reports of pannus and stenosis were confirmed through observed host tissue overgrowth. Heavy host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 6mm on leaflet 2 at the outflow aspect and 7mm on leaflet 1 at the inflow aspect. Host tissue on the stent circumference was moderate to heavy at the inflow and outflow aspects. Host tissue fused leaflets 1 and 3 by approximately 4mm at commissure 1 and leaflets 2 and 3 by approximately 3mm at commissure 3 on the outflow aspect. Host tissue overgrowth restricted mobility of the remaining leaflets and led to stenosis.

Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular regurgitation and/or stenosis. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Requests for additional information have been performed. The healthcare provider has neither returned the explanted valve nor provided any additional information at this time. The device was not returned for evaluation. If returned, a supplemental report including the evaluation findings will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If new information becomes available, a supplemental report will be submitted.

Event description:
Edwards received notification that a patient with a valve model 7300tfx27 implanted in the mitral position was explanted after an implant duration of 2 years due to "severe mitral prosthesis dysfunction". The patient presented with angina pectoris. A non-edwards valve was implanted in replacement. The patient underwent a tricuspid valve repair concomitantly due to severe tricuspid insufficiency.